Event description:
It was reported that upon positioning an embolization coil within a mid basilar aneurysm, the coil prematurely detached. A previously deployed stent prevented the coil from migrating at the aneurysm neck. The coil remnant was pushed distally in the aneurysm using the delivery pusher. Add'l coils were deployed w/o difficulty. No harm or injury reported.

Manufacturer narrative:
Sample analysis: an eval of the actual device in complaint could not be performed as a portion of the device remains within the pt and the delivery pusher was discarded. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.